Event description:
It was reported that the stent could not be deployed. During withdrawal of the system the guide wire was removed together with the system because the wire was difficult to move. Upon removal it was discovered that some part of the catheter became detached from the stability sheath. A new vascular stent was deployed successfully without further incident. There is no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The sample has been returned for eval and the investigation is currently underway.